Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade stopped rotating though the blade came out from the sheath. The surgeon reconnected it, but it was same situation. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number:batch mt216541 mfg date: 04/04/2012, exp date: 04/30/2014.in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05582. The same patient is represented in each medwatch.